Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the heartstart mrx had a charge button failure with red x. There was no patient involvement.